Event description:
It was reported that the ventilator generated technical error codes indicating communication errors. There was no patient harm. Manufacturer's ref #:(B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical errors, which indicate that communication between the monitoring and the breathing subsystems is lost and stop of ventilation. Identification of issue has been done by analyzing problem description. There was no patient harm. Based on technician statement, the defective control circuit board was replaced according to the service manual. The issue has been resolved and the device was delivered to the user in working condition. Unfortunately, neither the completed device's logs nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.